Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received insulin flow block alarm. The customer¿s blood glucose level was 8.8 mmol/l. The customer states called to report insulin flow blocked happening a lot. It happened once 15 times in a day. They have been on holiday and he had high blood glucose and the mother kept giving him insulin but couldn´t get blood glucose down. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted.